Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was lay user/patient.

Event description:
There was an allegation of a questionable result from a coaguchek meter. The serial number was requested but was not provided. At 12:30 pm, the result from the meter was 1.8 inr. At 1:30 pm, the result from the laboratory using an unknown reagent was 2.33 inr. The therapeutic range was 2-3 inr. The testing frequency was requested but was not provided.